Manufacturer narrative:
The software was returned for analysis and investigation found that the reported event was related to a known event. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Information was received regarding a navigation system issue that occurred during a cranial resection. It was reported that during the registration the screen went black and displayed an error code. The site rebooted the system with no resolution. The surgery was rescheduled. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information provided.